Event description:
It was reported that one day post vt ablation, during dft testing, a 25j shock was delivered, but the patient did not jump. Over 13 seconds passed without additional therapy from the device. The patient was externally shocked. The hv impedance was 0 ohms. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The field experience of output anomaly was verified in the laboratory. The device's high voltage circuitry was damaged. It is believed the damage was caused by a damaged lead.